Event description:
Customer reported that the insulin pump alarmed motor error when trying to deliver insulin. Blood glucose at the time of the incident is unknown. Current blood glucose is 215 mg/dl. Customer stated her glucose is high all the time and declined to troubleshoot. Customer does not recall any significant events leading to the alarm. Customer does use the sensor feature and is able to rewind the insulin pump. Nothing further reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the basic occlusion test, occlusion test, prime test, excessive no delivery test and prime test. The motor passed the motor test. No motor error alarm noted. The device was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.